Event description:
It was reported that the patient¿s ipg was inoperable. The patient experienced some charging issue and was unable to recharge the ipg. Reportedly, the patient did not recharge the ipg for an extended period of time, rendering the ipg inoperable. As such, surgical intervention took place wherein the system was explanted and replaced with a competitor¿s system to address the issue.

Manufacturer narrative:
Date of event and therapy date are estimated.

Manufacturer narrative:
The reported event for ipg inoperable was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing. The ipg functioned as intended. The reported issue is unknown. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.